Manufacturer narrative:
The device was returned for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the connecting tube being sticky could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that device evaluation, the gastrointestinal videoscope's connecting tube was sticky. There was no patient involvement.